Event description:
Ligamax clip applier was open but after a couple of minutes stopped working, another one was open and same thing happened-tips would not open, clips were getting stock -, the second ligamax lot number is g4rd9t exp; 2015-01; third ligamax worked just fine.